Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while using the generator's autobipolar feature, the non-covidien medical tweezers continued to activate when opened.

Manufacturer narrative:
(B)(4). Date of initial report : 12/24/2014. Date of follow-up report : 01/29/2015. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.